Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event on or about (B)(6) 2014 and 06/23/2014 after the use of the product.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products.